Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+3.5/093 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to elevated intraocular pressure (iop). The lens was replaced with a shorter lens but the problem was not resolved. The iop increased continuously after operation. See MFR. Report # 2023826-2022-00186 for replacement lens. The cause of the event was unknown.